Manufacturer narrative:
Alleged failure: failed insulation test. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the unit at hand was batched under the same pi as two similar products with the same general overall complaint. However, the complaint only applied to two of the units. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.